Manufacturer narrative:
Additional information is not yet available for this device. Field service engineer (fse) went on site to repair the device. Fse inspected the device gray connector and found that it was just unscrewed and the staff had all the pieces. Fse screwed the gray connector back on and tested it. Equipment was verified to olympus requirements and was functioning as expected. Electrical safety was not required to be checked as the side panels were not removed. Fse showed the staff how the gray connector is screwed back on. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, the device gray scope connector broke off and was sitting in the basin of the device. There is no reported harm to any patient.

Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. Please see the updates in sections: g3, g6, h2, h6, and h10. Due diligence was executed for this event with no information, including initial reporter occupation, provided by the customer. The device history record review confirmed that device conformed to specifications at the time of shipping. There is no available repair history for this device. The tube was unable to be connected as the connector came loosened and apart. Root cause of the loosened connector cannot be conclusively determined. It is likely that the user applied stress to the connector toward loosening direction, and the stress was accumulated, or the connector may have been hit by something hard. The instructions for use includes the following statements, whereby the issue can be detected by performing inspection as below: chapter 3. Inspection before use 3.3 inspecting the connectors check the following for each connector. The connector should be fixed firmly the o-rings should be free of abnormalities such as cracks, tears, or dents.